Event description:
It was reported that the lead exhibited noise which resulted in auto mode switch episodes. The noise could not be reproduced. All electrical parameters were normal. The lead remained implanted.

Event description:
New information notes that noise was still occurring.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information indicated that the lead continued to exhibit noise. The noise could be reproduced through provocative testing and was associated with muscular contractility.